Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer encountered a "disconnect and reconnect invalid tube set" insufflation message. The customer elected to use their stryker insufflator to continue with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the issue occurred after port placement in the middle of the case. They switched to a stryker insufflator to continue the procedure. They completed the procedure robotically with no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the insufflator to correct the issue. The insufflator did turn yellow with a message stating invalid tube set. The issue occurred with multiple tube sets. The fse no longer reproduced the issue after replacing the insufflator. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the insufflator for analysis. The insufflator was installed on the system and powered on to normal mode. A good tube set was plugged into the insufflator with no reported error message, and there was no yellow light emitting diode (led).